Event description:
Was working for the first night and then on the second night, it randomly started going off even when he wasn't wet, and even with new batteries. On top of that I was always really concerned about the cord getting wrapped around his neck. We safety pinned it to his shirt in 3 placed and wrapped up the extra cord with a rubber band but it still made me nervous. I checked back 2 hours later and the cord had wrapped around his neck. Even after all that extra effort I am not convinced that the design is though through and couple pose a strangulation hazard. FDA safety report ID # (B)(4).